Manufacturer narrative:
Model number/catalog number: sc-2408-74; serial number: (B)(4); batch/lot number : 21049482 / 21280281 ; model/catalog description: avista MRI perc lead kit 74 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was not getting relief from the scs. The patient underwent an explant procedure.